Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low sodium (na) result generated by unicel dxc 600 pro synchron clinical system for one patient sample. The result was reported out of the laboratory. A repeat test was performed after recalibration of the system, and the report was amended. Patient treatment was not initiated or withheld based upon the false result reported.

Manufacturer narrative:
Qc prior to the event was within the established ranges, but the range is wide and the results were on the low side of the range. Bci field service engineer (fse) decontaminated the system and verified performance.